Event description:
It has been reported to philips that the movements of the device were unavailable. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that geo ipc had a memory issue. The geo ipc was replaced and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the geometry failure due to faulty geo pc. Upon technical investigation, fse confirms there is no communication from geo pc. Fse replaced the geo pc and after replacement, system was returned to use in good working order. The codes were updated based on the investigation outcome.